Event description:
Complaint received reporting component breakage/separation with use of one (1) a1099 smallbore pressure infusion ext set. In initial information received reported" ...patient in CT, when CT contrast was started the power injector pressure spiked causing injector to shut off. When contrast was disconnected, the hub popped contrast was given without incident." There were no reported pt. Injuries/adverse outcomes. Device return: one used a1099 set was returned. The involved mating and access device were not returned for analysis. Visual inspection of the "as-received" a 1099 sets recorded the sets microclave connectors silicone plug was damaged/protruding. The reported issue was visually confirmed .a review of the mfg. Lot build database for the reported lot #2975249 (mfg. 12/01/2014) showed (B)(4) units were mfg. Documents generated during the lot build.

Manufacturer narrative:
Engineering evaluations: although not always repeatable previous engineering analysis of silicone plug prostusions have been replicated under certain usage conditions where the connector is exposed to the high back pressures. When pressure infusing through the a1099 sets t connector, the slide clamp should be activated to minimize backflow and pressures that may result in a silicone seal protrusions. Pressure infusion should not be done via the extension tubing as this could cause leakage or damage at the sets t connector. Investigations have also identified component damages can occur if the connector is accessed/mated with an incompatible mating device.